Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer received an alarm 22 stopping insulin delivery. Patient's blood glucose levels were impacted causing it to rise to 300 mg/dl.